Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion issue was observed on the device. Patient¿s relative suspected that the premature battery depletion was a result of a device malfunction or because the patient was recently physically assaulted. Patient was asymptomatic due to the premature battery depletion. Unable to explain or confirm what caused the device to undergo premature battery depletion. It was recommended to return the device post-surgery. No further information available.

Event description:
New information received on december 5th, 2018, states that device was explanted and a new device was implanted. No further information is available.

Event description:
New information states that the patient was rejecting the device implanted a few years back. Patient had high blood pressure and states patient felt throbbing in his chest.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Interrogation of the device revealed the device was below the elective replacement indicator when received. Longevity estimations show the battery voltage was normal based on device usage. Cause of the field event remains undetermined.